Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2013-03747 and 03748.

Manufacturer narrative:
This is one of two device reports related to this event. This event is one of two events related to this same patient this event is associated with MFR report numbers 1225714-2013-03747 and 1225714-2013-03748. The other event for this patient is associated with MFR report number 1225714-2015-08116 and 1225714-2015-08117. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received alleged that the patient experienced a cardiac event that was sudden in nature and expired within twenty-four hours of dialysis. This even is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.